Event description:
It was seen during a programming history database periodic review that high impedance on patient's device. The device was noted to be disabled no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.